Event description:
Localization needles were malfuntioning. After the wire hooks were deployed at the end of the needle, the wire in the breast was not catching and staying in the breast. It was as if there was no hook at all. They are supposed to hook into the tissue and keep its position in the breast so the surgeon knows exactly where to take out the breast tissue.